Event description:
Pt underwent an implantation of a rotational knee joint prothesis in 2009. Subsequently it was noticed that the tibial guiding pin has too much play in the femoral bushing and a revision surgery was executed three months later. Dose or amount: na. Dates of use: 2009. Diagnosis or reason for use: unk. Event reappeared after reintroduction? No.